Manufacturer narrative:
(B)(4). Return requested. Replacement navlock univ grey tracker and 4.75 standard solera driver shipped to site 04/11/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's 4.75 std driver and the gray navlock tracker became fused together. Surgeon was using powerease when the instruments became locked and unable to be separated. Different instruments were brought in for the surgeon to use in continuing the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.